Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The guide wire was frozen inside the guide wire lumen of a xience prime stent delivery system (sds), confirming the reported complaint. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat lesions in the proximal and distal left anterior descending artery. The 3.0 x 18 mm xience prime stent was successfully direct-stented in the proximal lesion. The 3.0 x 8 mm xience prime stent was then successfully implanted in the distal lesion. It was noted that the 3.0 x 18 mm stent was not fully expanded; therefore, an additional inflation was performed with the 3.0 x 8 mm stent delivery system (sds) balloon, at 22 atmospheres. During removal of the 3.0 x 8 mm sds balloon, resistance was met with the 3.0 x 18 mm stent, and the sds did not slide well over the balance middleweight (bmw) guide wire. Force was used; however, the sds could not be removed. The guide wire, sds catheter and sheath were removed as a unit. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.0 x 18 mm and 3.0 x 8 mm xience prime referenced are being filed under separate medwatch reports.